Event description:
Plaintiff alleges during her practice of nursing until 1996, she wore and was exposed to latex containing products including gloves from various mfrs. Plaintiff alleges sustaining injuries to include: shortness of breath, rhinitis, respiratory problems, tightness in the chest, asthma, skin rashes, hives, contact dermatitis, urticaria, extreme discomfort, depression and emotional distress.